Event description:
As reported by the user facility: during compounding, technicians observed white foreign particulate matter in two source bags. Per end user the two source bags are not b. Braun products. However, the complaint pertains to the mini spike, as it is suspected that the foreign particulates found are remnants of the mini spike.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample and two photographs were provided for evaluation. Upon visual inspection of the returned sample, it was compared against the item drawing for the reported catalog 412012. The pin spiked into the returned bad did not match the item 412012, and was determined to not be a b. Braun product. The returned sample was also compared against the provided photographs and it was concluded the photos matched the samples received. Therefore, no evaluation was made against the photos. Based on the data from the investigation, the reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested per specification and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.